Event description:
A customer reported that an ophthalmic microscope head was loose and upper arm was dragged. Procedure details and patient was not provided. Additional information has been requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9, h.3, h.6 and h.10. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Representative (ar) performed an on-site assessment and replicated the reported event. To resolve the issue, the ar the nonconforming found the system to meet specifications per service test procedure (stp). The reported unit,motor was received at the technology center. A visual assessment of the sample revealed a nonconforming hub roller. The returned sample was connected to a hotbed microscope. The optical head was loose at the connection to the yoke due to the nonconforming hub roller which causes the motor to be loose within the track. The customer reported that their had a loose optical head and the upper arm had drag. Based on the results of this investigation, the reported event was confirmed. Per the sr, ar performed an on-site assessment and replicated the reported event. To resolve the issue, the ar replaced the articulating arm and yoke assembly, then found the system to meet specifications per stp. A sample was not returned for investigation, therefore component level testing and root cause analysis could not be performed. The root cause of the reported event of a loose optical head is attributed to the nonconforming yoke. The root cause of the reported event of upper arm drag is attributed to a nonconforming. However without a returned sample, component level root cause is inconclusive. Actions taken per the sr resolved the reported event. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate.. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative replicate the reported event. The hydraulics were replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The articulating arm (exchange) was received for this investigation. A visual assessment of the returned sample revealed no visual abnormalities. The returned sample was connected to a test fixture. Testing found the articulating arm was not able to move freely up and down, further testing revealed a nonconforming hydraulic caused the abnormal movement. The root cause of the reported event ¿loose optical head¿ is attributed to the nonconforming yoke. The root cause of the reported ¿upper arm drag¿ is attributed to a nonconforming arm. Then the component level root cause was found to be the hydraulic. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).